Event description:
Sorin group (B)(4) received a report that the centrifugal pump began displaying alternating error messages after 8 days of an ECMO procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifugal pump began displaying alternating error message after 8 days of an ECMO procedure. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.